Event description:
A patient who received one 5 cc unit and one 15 cc unit of calstrux for an aneurysmal bone cyst of the distal radius in 2007 experienced fracture blisters over the distal radius indicating shearing, soft tissue swelling and putty in the soft tissue (onset 2 weeks later). Treatment included surgical removal of the calstrux. Outcome is unknown. The surgeon suspects the events are related to the use of calstrux. Additional information has been requested.